Event description:
It was reported that the shaver handpiece would not function. There was no report of injury or delay related to this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was tested and found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored.